Manufacturer narrative:
Concomitant medical products: product ID: pnma01411a004, product type: recharger. Product ID: 37791, product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 355024, lot# n505829, implanted: (B)(6) 2015, product type: accessory. Product ID: pnma01411a004, product type: recharger. (B)(4).

Event description:
The patient reported difficulty recharging, the ins was in a "tipped" position since implant, and they had lots of scar tissue around the ins. They had coupling issues and were only able to get 4 coupling bars. The recharger screen just shut off while recharging, and when it came back on it would show 0 coupling boxes. The patient could not use the recharger belt because it did not keep the antenna in the proper position. Troubleshooting and reviewing proper recharge procedure yielded 6 to 8 coupling bars. However, the patient stated that the issue was intermittent. The recharge antenna was to be replaced. No patient symptoms were reported and the indication for use was non-malignant pain. A supplemental report will be submitted if additional information is received.

Event description:
Additional information received from the patient reported that the replacement of the recharging antenna resolved the coupling issues.